Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.there was no adverse impact to the customer¿s blood glucose level.